Manufacturer narrative:
Additional information was added to d9, h3, and h6. H11: the device was received for evaluation. A visual inspection was performed, and it was noted that the slide clamp was cracked. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). E1: initial reporter address: (B)(6). E1: initial reporter phone no.: (B)(6) (additional contact number). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue "key" (slide clamp) of a clearlink system continu-flo solution set broke horizontally. This occurred while inserting the set into an unspecified intravenous (IV) pump for patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.